Event description:
Customer reported the system shut down during lateral shots when customer using 2 c-arms at once. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep suspects customer was using both c-arms from the same power plug. System operates as intended.